Event description:
A surgeon reports that cracks were noted on the intraocular lens after implantation. The incision was enlarged to accomodate removal and replacement of the lens and a suture was required. The surgeon feels the cracks occurred when the lens was folded. The pt is doing well.